Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one il non-dehp sol set 10 dpm .22filter 102" y@6 w/2pc ll in which a leak was observed. The leak was reported to be from around the drip chamber during use with an undiluted chemotherapy drug etoposide. The leak occured after 36 hours of use. The drug was in a glass container and the vent cap was reported to have been in the open position. There was no patient injury or medical intervention associated with this event. No additional information is available.